Event description:
Revision surgery due to loosening was performed. The promos reverse glenoid baseplate and 42mm glenosphere were removed and replaced with a glenoid and glenosphere made by another company. The 9mm 42 promos insert was exchanged for a promos 12mm 42 insert.